Event description:
Rn walked into patient's room and discovered pt using nebulizer that family member had filled with product and gave to patient to use. Upon discovery of incident, rn immediately took nebulizer from patient. Approximately 1/3 of the 20 ml of shur-clens remained in nebulizer, and rn thinks product might not have gone through tubing as "there were no bubbles in the tubing". The pt does have a tracheostomy, and rn immediately cleaned inner cannula of trach, changed nebulizer and tubing, removed product from room and called physician. The trach could not be suctioned because of mass at end of trach. Product was at bedside because pt is npo and has g-tube. Product was used to clean g-tube site. Patient is on respiratory precautions because of mersa and pseudomonas. Pt was not exhibiting any untoward effect following incident.

Event description:
Please refer to initial report